Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa; common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® push button blood collection set blood leaked from hole in sleeve. The following information was provided by the initial reporter, translated from (B)(6) to english, "during blood collection using a wing set, there was a hole in the rubber sleeve and blood leaked."

Event description:
It was reported that during use with a bd vacutainer® push button blood collection set blood leaked from hole in sleeve. The following information was provided by the initial reporter, translated from japanese to english: during blood collection using a wing set, there was a hole in the rubber sleeve and blood leaked.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Retain samples sleeves were acceptable.